Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that wireless footswitch does not respond. Rse ordered wireless footswitch charger. Later philips field service engineer (fse) identified the cause of the issue due to wi-fi connection. To resolve the issue fse reset the connection between wireless footswitch and the base station. Later fse replaced the wireless footswitch charger in case ID (B)(4) of service max as recommended by rse. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the device¿s wireless footswitch was not responding. The examination was completed with the wired footswitch the device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.